Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a new meter was sent to him and he needed help programming the settings. Customer also indicated that the blood glucose was not displaying on the screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 273 mg/dl at the time of incident. Troubleshooting was done for settings and reprogramming. No further information was given.